Event description:
It was reported the tip broke off of the suction tube, 2.7mm rh frontal sinus during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported the tip broke off of the suction tube, 2.7mm rh frontal sinus during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.